Manufacturer narrative:
Product analysis conclusion; the reported infolding and proximal type ia endoleak were confirmed on the films provided; however, the cause of the event could not be determined. Procedural angiograms images during deployment of the bifurcate aortic body were not received. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomical dimensions could not be performed. It is unable to be confirmed if the implantation of a 32mm bifurcate was oversized in this case and it is unclear if the calcification noted in the patient¿s aortic neck may have been a factor in the infolding observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 75 mm abdominal aortic aneurysm. It was reported that a CT was performed 3 months later, where it was noted that the stent graft appeared to be infolded. It was stated that an endoleak type 1a and aneurysm sac enlargement was also noted. Intervention was performed, an aortic cuff was implanted which resolved the ia endoleak and stent graft infolding. As per the physician the cause ofthe event can not be determined. No additional clinical sequalae were provided and the patient is fine.